Manufacturer narrative:
Insulin pump was returned for pump error. Power management tool confirms the unloaded voltage(ul vlith) loaded voltage (loaded vlith) are within specifications. However, pump error found at the long trace history file. Unit had intermittent non-sleep anomaly software error. Unit was received with minor scratched lcd window and cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that a power error a; armed every four hours on the insulin pump. The insulin pump is returning. Nothing further reported.